Event description:
Per the audiologist, the pt reported intermittency beginning in 2006. External equipment was exchanged several times. The pt was reprogrammed and was performing well. Eleven months later, the pt reportedly began to have trouble hearing and understanding speech. Results of the integrity test were consistent with a normal receiver/stimulator function, but multiple electrode anomalies.